Event description:
The hcp reported a study was done, which revealed the pump was not functioning. The patient underwent a catheter revision and subsequently developed meningitis. Perioperative antibiotics had been administered. Symptoms included drainage and meningeal symptoms. The primary location of the infection was the catheter track in the lumbar region. The patient was treated in the hospital with antibiotics. A csf culture revealed serratia. The patient did not exhibit any symptoms of withdrawal and outcome was reported as ongoing. The drugs used the pump were dilaudid and marcaine (unk concentration/dose). See MFR report#: 600003020062281.